Event description:
It was reported that the device was used during a low anterior resection. The device was fired, cut and there were no staples present. Another device was used to finish the case. There was no consequence to the pt. One device being returned.

Manufacturer narrative:
Evaluation summary: the ax55g device arrived in good visual condition. The device was returned void of staples. The device was reset and reloaded with staples. The device was then cycled, fired, and formed all the staples. It should be noted that all devices are inspected 100% for staple presence by an automated laser scanning system and are visually inspected three times (200%) at an inverted position, prior to the placement of the staple retainer. In addition, at finished goods, the devices are visually inspected based on a sample. The batch history records were reviewed with no anomalies noted during the manufacturing process.